Event description:
It was reported that the patient presented in clinic following radiation therapy. The pulse generator exhibited backup vvi operation. The patient experienced pocket stimulation due to unipolar pacing. After performing a user download, normal device function resumed.